Event description:
It was reported to sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately seven (7) years because it "appeared to have 2 pin holes in a leaflet." Device has been evaluated, patient records have been requested but not yet received by edwards.

Manufacturer narrative:
(B)(4). Device evaluation summary: as received, leaflet 3 cusp had a perforation approx 3mm in length, near commissure 1 on the outflow aspect. Perforation did not penetrate through the entire thickness of the leaflet. Two blue sutures were attached on the sewing ring on the outflow aspect near commissure 1. One of the blue sutures contacts leaflet 3 at site of perforation when leaflet is in open position, which is evident of suture tail abrasion. Blue sutures were also observed around the circumference of the sewing ring. Minimal to moderate calcification was observed on the cups of all three leaflets. The free margins of leaflets 1 and 3 exhibited minimal calcification. Calcification was also observed on the host tissue near leaflet 2 and 3 on the inflow aspect. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. Leaflet 1 had a cut area of approx 9mmx12mm, cut section was not returned with the valve. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Hematoma was also observed on leaflet 3. Device evaluation confirmed the presence of pin holes on the surface of the leaflets, which were found to be at the point in which the leaflet comes in contact with a long suture; this is referred to as suture tail abrasion. Evaluation also notes moderate calcification and host tissue on the returned leaflets. Therefore, the provided information and edwards investigation suggests that this event is due to multiple suture tail abrasions, moderate calcific degeneration, and host tissue overgrowth. Edwards labeling (instruction for use) for this model indicates "when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures." On the other hand, bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events, no further action is required at this time.